Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: seal on the reducer cap that attaches to the 10-15mm seal. Rubber seal fell off of the attachment and was unknowingly pushed into the patient. Pulled fragment out with grasper.